Manufacturer narrative:
Follow-up #1 10/11/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box history confirmed a suspend. No activity outside normal use was found in the black box or pump history. The pump was exercised for 24 hours without suspending or alarming. The pump was manually suspended and the pump gave the appropriate audio and visual alerts. The keypad was confirmed to be intact without damage and no button contact defects were found.

Event description:
The patient reported that the pump was self suspending. The patient reported that the pump suspended once (B)(6) 2011, three times on (B)(6) 2011. The patient confirmed that she did not suspend the pump. The patient reported that there were no alarms in the history. The time of the suspends do not coincide with boluses or basal deliveries.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.